Event description:
Patient's right hip was revised due to pain.

Manufacturer narrative:
Catalog number is unknown at this time. Device description reported as unknown cup. Additionally, an unknown liner and head were reported. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report. Device not returned to manufacturer.